Manufacturer narrative:
6-nov-2023: this case is a duplicate of (B)(4)/mw MFR. Rpt. # 1219109-2023-00302. Case will be deleted as it is a direct match for previously reported product with lot code 13600386w1.

Event description:
Tampon is still in body [foreign body in reproductive tract]. Stomach painful [abdominal pain upper]. Case narrative: consumer reported via phone that the tampon string was gone and she could not extract it. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon is still in body [foreign body in reproductive tract]; stomach painful [abdominal pain upper]; after using toilet paper, the string was gone [device breakage]. Case narrative: consumer reported via phone that the tampon string was gone and she could not extract it. No serious injury was reported.